Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report from a customer who stated that two (2) units of the product code: (B)(4) lot: 10j071 was set for 5-fluorouracil in oncology unit and was evidenced delay in the infusion of the medication. The infusor was set to supply the drug in 24 hours, but the total infusion time was 48 hours. There was not patient injury or medical intervention indicated at the time of the initial report. The sample is not available for evaluation. This is report 1 of 2 for the facility. No additional information.